Event description:
Customer tested blood glucose and received a result of 453mg/dl. The customer took glyburide and went to the hospital. At the hospital their blood glucose was tested and they received a result of 223mg/dl a lab also gave a result of 223mg/dl. The customer was treated with an IV. Level 2 control was out of range. A request was made for the return of the suspect device and replacement product was sent.